Event description:
It was reported that a foreign matter was present on the packaging. An encore 26 advantage kit was selected for use. At the course of the procedure, it was noted that there was hair inside the packaging. There were no patient complications.

Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2026 as no event date was reported.